Manufacturer narrative:
Continuation of d11: product ID 3777 lot# unknown serial# implanted: explanted: product type lead product ID 3777 lot# unknown serial# implanted: explanted: product type lead product ID neu_siliconeanchor lot# unknown serial# implanted: explanted: product type accessory product ID 3708140 lot# serial# (B)(6). Implanted: explanted: product type extension product ID 3708140 lot# serial# (B)(6). Implanted: explanted: product type extension product ID neu_siliconeanchor lot# unknown serial# implanted: explanted: product type accessory h3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay, with insignificant anomalies. Analysis of the first lead found the #0 conductor was broken 2.2 cm from the lead¿s proximal end and the #7 conductor was broken 2.8 cm from the lead¿s proximal end. Analysis of the second lead found the #0, #2, #3, and #5-#7 conductors were broken 14.4 cm from the lead¿s distal end. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that sections have been updated at this time. Additionally, the manufacturing site ID captured and has been updated from 3007566237 to 3004209178 at this time; however, this field cannot be changed at this time due to constraints with the regulatory reporting interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient was unable to feel stimulation. Though it was unclear when the patient¿s stimulus disappeared, it was reported that it disappeared gradually. The implantable neurostimulator (ins) was checked with a physician programmer and was found to have impedances of 10000 ohms or greater in all electrodes. The patient¿s system was explanted as a result of the event; it was noted the patient refused replacement of the device. The patient¿s device was explanted and they were discharged from the hospital; no particular problem was reported regarding the patient¿s outcome. It was unknown whether any external factors had led or contributed to the event. No further complications were reported or anticipated.